Event description:
During an in clinic follow up, high pacing impedance was noted. Technical support was contacted and recommended further investigation via provocative testing and reprogramming to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating the high pacing impedance on the right ventricular (rv) lead was due to suspected lead damage from clavicular crush. The rv lead was capped and replaced to resolve the event. The patient was stable.